Event description:
A zoll patient service rep (psr) called zoll customer support to report that a (B)(6) male patient's battery charger/modem was not powering up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem failed a flash test. The cause for the test failure and power-up failure was isolated to defective flash memory chips u102 and u105 on the c/a board. The root cause for the defective flash chips could not be positively identified. No adverse event resulted from the defective flash components. The patient received a replacement battery charger/modem.